Event description:
During a procedure the distal portion of the inserter tip broke off in the fixation device during anchor insertion, the fragment remains in the anchor, both captured within the patient's bone. The case was concluded successfully without further incident.